Manufacturer narrative:
The adhesive pad and welds were inspected and no abnormalities were found. Although the investigation found no evidence of any damage, the reported adhesive issue could not be determined. The exposed portion of the soft cannula was observed to be kinked. During the investigation, the kink did not prevent fluid from exiting the distal tip of the soft cannula and no signs of leakage were observed. The data downloaded from the device did not show any timeouts or drive stalls during the run. Although the cannula was damaged, the timing and cause of the damage is unknown.

Event description:
It was reported the patients blood glucose level rose to 377 mg/dl while wearing the pod between 5 and 24 hours on the hip/buttocks. As treatment, a new pod was placed.